Event description:
It was reported that during a hysterectomy procedure, the tissue pad is missing. There was no evidence of the tissue pad. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. : no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.